Event description:
It was reported to medtronic neurosurgery that the lumbar drain was found to be leaking by the ICU nurse. According to the report, a crack was found in the transducer section of the drain.

Manufacturer narrative:
The product was not returned to the manufacturer. Therefore, an evaluation of the device performance was not possible. The reported event stated there was a crack in the "transducer section" of the drain. A transducer is an optional piece of equipment that may be attached via the adapter to the injection site of the pt line stopcock. Medtronic neurosurgery does not supply or manufacture transducers. As the product was not returned, it could not be determined if the damage was located on the pt line stopcock, the transducer adapter, or the transducer. A review of the manufacturing records showed no anomalies.